Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional analysis was performed on the returned device. The reported inflation issue and balloon elongation was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints. The investigation was unable to determine a cause for the reported inflation issue and appearance of balloon elongation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the radial cephalic artery. The armada 14 percutaneous transluminal angioplasty (pta) catheter was inflated twice to 14 atmospheres (atm) and would only partially inflate. The device was holding pressure and the balloon would not fully inflate. Additionally, the proximal end of the balloon appeared elongated. Another armada 14 pta catheter was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified a stretched shaft.